Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device malfunction was identified during analysis. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
Boston scientific received information that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.